Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page, "I had a replacement done by a very good surgeon using mako. The surgery went well and the joint works perfectly. I do have some unexpected nerve damage that was not caused by the doctor or mako - but just the way I healed. So, while I can walk just fine, I do have a constant burning knee pain. Mako or not, this is major surgery and unexpected things can happen. If my other knee needs replacement, I wouldn¿t hesitate to use mako again."